Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature study, after using a linear stapling method on laparoscopic total gastrectomy (ltg) for gastric cancer in 29 patient, anastomotic complications were reported including stricture, leakage and bleeding. Additional examinations, including blood tests and computed tomography, were performed.